Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had pump error alarm. The customer¿s blood glucose level was 6.8 mmol/l at the time of the incident. Customer stated that they were able to clear the alarm but unable to complete insulin pump rewind. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with pump error 130 alarm due to moisture damage at motor assembly.